Event description:
The implantable cardiac defibrillator system was returned with information that the patient was deceased. The exact date of death is unknown, however the date of implant is less than one year prior to the date the device was returned. The death of the patient occurred less than one year from the date of implant. No further information has been made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation.